Event description:
The patient reported periodic shocking sensation during use of the transmitter. They received adequate therapy with no shocking with their other trial transmitter on the same programming parameters. The leads were pulled on (B)(6) 2023 at the end of their trial period and no further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters, the patient having a non-curonix device implanted, and the patient feeling unintended stimulation/new pain in a new area that is not targeted for therapy were ruled out as potential causes of the reported issue. Additionally, the device did not migrate, the patient did not experience loss of therapy, the device was not implanted too close to the nerve, and the waa parameter settings were not too high. RMA-8331 was received and investigated by engineering. The investigation of the device confirmed specifications were met and no non-conformances were found. The stimulator is used to treat pain. The cause of the shocking sensation is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters, the patient having a non-curonix device implanted, and the patient feeling unintended stimulation/new pain in a new area that is not targeted for therapy were ruled out as potential causes of the reported issue. Additionally, the device did not migrate, the patient did not experience loss of therapy, the device was not implanted too close to the nerve, and the waa parameter settings were not too high. RMA-8331 was received and investigated by engineering. The investigation of the device confirmed specifications were met and no non-conformances were found. The stimulator is used to treat pain. Although the returned waa met specifications, the cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported periodic shocking sensation during use of the transmitter. They received adequate therapy with no shocking with their other trial transmitter on the same programming parameters. The leads were pulled on (B)(6) 2023 at the end of their trial period and no further issues have been reported.